Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the system's hard drives and power supply.

Event description:
Customer reported the panorama central station had no power, which may have resulted in loss of ambulatory telemetry monitoring. No patient injury was reported.